Event description:
The customer alleged that she performed a control test and received a result of 240 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for eval.